Event description:
It was reported, the customer requested a replacement insulin pump due to the safety notification regarding the scrollwrap feature on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Pump received with cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.